Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 4 with event log 3 (indicating normal termination). Activated the sensor using a known good reader and the bluetooth connection was successful. Linearity testing was performed and passed. Low and high glucose alarms were successfully activated; therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. E has been submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low and high glucose alarms did not sound and because of this, the customer experienced a loss of consciousness. Customer was unable to self-treat and required treatment of oral glucose tablets and cake by a third-party. There was no report of death or permanent injury associated with this event.